Manufacturer narrative:
The device has been received and eval is in progress. Device history record review revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. When additional relevant info is obtained from the manufacturers investigation, a follow up report will be submitted.

Event description:
It was reported that during a left knee arthroscope procedure, the pt received a burn. According to the reporter, while the device was not in use, it rests in the pocket drape under the pt's knee (wet area). When the surgeon went to use the device, it arced from the wand to the pt causing a 1-2 mm white burn next to the medial incision-portal. The pts wound was dressed and bandaged. The pt is doing well. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.